Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted orange (+5v) wire in the trunk cable. The root cause for the shorted wire could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
The patient reported that the ecgs are non-functional.